Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the product was connected to the generator, temperature was not stable. No patient involvement. Another product was used to complete the case.